Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse had to have an accucath placed on her due to the fact she is a difficult access patient. She stated that she was "shocked at how painful it was after placement" and that her "ir doctor even used lidocaine." It was also reported that when it was removed the device had "clot debris." The same things happened when she had another accucath placed a second time, only with the second occurrence "it had been flushed and then clotted up right away and could not be used at all." No patient injury reported. This file addresses the first of two devices.